Manufacturer narrative:
Concomitant products: product ID 74001, lot # 0205655558, product type adapter. (B)(4).

Event description:
A manufacturing representative reported that damaged boxes where shipped to a customer. The boxes had a very short expiration date and they were not in a resalable condition. The boxes would be returned and the issue was resolved at the time of this report.